Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported seeing pump off and low speed operation alarms on the history screen during a routine outpatient visit. The log file indicated that there were multiple low speed advisory events, which all appeared to have occurred while connected to the patient cable and power module. The log file indicated that there was one motor stopped event also while connected to the patient cable and power module. X-ray images were unremarkable. The patient reported no further alarms since replacing system controller and patient cable. A few days later, the patient experienced more red heart alarms at home and "felt symptomatic." An interrogation of the system controller revealed the following alarm conditions, "pump off, low flow." The log file confirmed low speed hazards along with pump stoppages, red heart alarms, and low flow hazards. The vad coordinator reported that the patient is listed for heart transplant and being transferred to another center for further management.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.